Manufacturer narrative:
The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the main user screen is giving error code 1102, "check vent primary alarm failed". It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer reported that motor controller board speaker failure shows in the event log. The remote service engineer (rse) troubleshot the device with the customer. The rse provided the part number for the replacement speaker as requested by the customer.